Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluation as they were discarded by the medical facility.

Event description:
A report was received that the pt's system was explanted due to an infection at the lead site. The pt's symptoms were red, swollen and pus at lead incision site.